Manufacturer narrative:
(B)(4) as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with vancomycin 2 gram (route, frequency, and duration not reported) and fortum 1 gram (route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, antibiotic therapy remained ongoing, the patient was still hospitalized, and was recovering. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that, the patient's fluid was clear, the patient's dianeal therapy was discontinued. At the time of this report, the patient was considered recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.